Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report will be amended when our investigation is complete. Received but not yet evaluated.

Event description:
It is reported that when the surgeon was trialing the joint space, the provisional fractured. It was reported that the surgeon was using an incorrect motion along with excessive force.

Manufacturer narrative:
Visual inspection of the returned product found that the locking post had broken at its base. All pieces were returned. The reported issue has been investigated through corrective action and a device history record review is not required. This device is used for treatment. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tibial articular surface provisional construct for all persona users on file at the time of the field notice. Tasp top components and standard tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. However, it was reported that the device broke when the surgeon used the "wrong motion and a lot of force to remove the trial from the joint space", which is clearly advised against in the revised surgical procedure as part of the field action. Per the persona surgical technique, gentle manual pressure should be applied without impacting the tasp construct (including the tasp top, bottom, shim, and tibial sizing plate handle) with either a mallet or hand. Therefore, misuse is considered as the root cause.